Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold, poor p-wave amplitudes, poor sensing in the atrium and high out-of-range pacing lead impedance of 2,600 ohms. Currently, the device and ra lead remain in service, and no adverse effects have been reported for the patient. Subsequently, additional information was received indicating that this ra lead was surgically abandoned, and a new lead was successfully implanted.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold, poor p-wave amplitudes, poor sensing in the atrium and high out-of-range pacing lead impedance of 2,600 ohms. Currently, the device and ra lead remain in service, and no adverse effects have been reported for the patient.